Manufacturer narrative:
Additional narrative: this supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2017. On (B)(6) 2017, additional investigation, from the support group, indicates the issue was not a result of the upgrade, as previously reported. The issue occurred because the settings of the camera were not staying. Changing the settings back resolved the issue. According to information received from the account and the support group, it is thought the settings are not staying set due to the age of the equipment. Corrected data: updated contact office - name/address. Device conclusion changed from 11 to 192.

Manufacturer narrative:
Merge healthcare is continuing to investigate to determine is any additional actions are required.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 05/05/2016, merge healthcare was notified by a customer, that after an upgrade to version 11.6.1 of the eye station, images began to get darker and a vertical line appeared across the image. On 06/01/2017, additional information was received from the account. According to the received information, the issue directly impacted the patient because the system required down time and images were not at optimal quality. The issue did not result in harm of the patient. Upon investigation, support determined the lines were showing on the images post upgrade but became more pronounced after the upgrade. Support worked with the customer and reinstalled the camera specifics and dark corrected for all the camera phases. The account reports the issue is "somewhat resolved" in that the black lines are less apparent, but not completely gone. Additional information from the account indicates the system was installed on september 30, 2016. The camera model is trc50lx, operating on windows 7. (B)(4).